Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output, capture and sensing anomalies and lead impedance >1990 ohms on the atrial channel.